Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The customer reported an irrigation failure and a hole in the sleeve. The cassette and the sleeve was tested to ascertain if the hole in the sleeve is related to the irrigation failure. Two infusion sleeves, one cassette, and administration(admin) manifold was returned and visually inspected. A hole was found in the middle length of the infusion sleeve without a bubble suppression insert (bsi) bsi. The infusion sleeve with bsi was intact, no damage was observed. In addition the drip chamber was cutoff from the admin manifold. Lab stock components were used to replace missing manifolds and continue testing. A console representing the current software version was used to test the sample. The sample could prime and tune with the handpiece successfully. The maximum value of vacuum and continuous reflux displayed properly on the progress bar. However, during testing fluid leakage was observed from the hole in the sleeve. The irrigation and aspiration pressure were measured and found to be within specification. No message code appeared on the screen. Fluid flowed from the balanced salt solution to the drain bag without any interfering. The root cause of the customer's complaint is most likely related to error during the supplier's manufacturing process. The hole in the sleeve caused fluid leakage during operation. During laboratory testing irrigation functionality and performance was tested and met specifications. Action will not be taken based on this occurrence, however, the supplier has been made aware of this issue and the sample has been sent to the supplier for additional analysis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported he experienced an irrigation failure and found a hole on the side of the ultrasound sleeve during a cataract procedure. The procedure was completed after replacing the product with another one with the same lot. There was no harm to the patient. The product sample was not retained. No additional information is expected.